Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called paramedics due to low blood glucose levels of 23 mg/dl, 31 mg/dl and 43 mg/dl. Customer was in the coma. The customer treated low blood glucose with food. The customer had blood glucose level of 75 mg/dl, 78 mg/dl and 350 mg/dl. The customer was using auto mode feature at the time fo the event. The insulin pump will not be returned for analysis.